Event description:
It was reported to philips there was an error in ECG cable and shock failure. This report has been updated from a serious injury to a product problem as additional information received via email clarified there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating an error in ECG cable and shock failure. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The malfunction was caused as the customer was using a non-original ECG cable that easily detached from the equipment. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ECG cable as the customer was using a non-original ECG cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was using a non-original ECG cable that easily detached from the equipment. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6).

Event description:
It was reported to philips that device had a shock failure. Additional details have been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.